Event description:
Caller reported intermittent occlusion alarms. The customer's blood glucose levels was high, as indicated by a continuous glucose monitor reading of "high," though specific blood glucose values were not provided. To address the issue, the customer administered a correction injection using multiple daily injections and changed the infusion set and cartridge before resuming insulin delivery.